Event description:
An endurant abdominal iliac stent graft was implanted in a patient for the endovascular treatment of a 5 cm diameter fusiform abdominal aortic aneurysm approximately three weeks ago. The iliac arteries had mild tortuosity, the right iliac limb had 50 % stenosis and the left had 30 % stenosis. The aortic neck was angulated 20 degrees. The bifurcated stent graft was implanted through the right iliac artery and the contralateral limb was implanted through the left iliac artery. It was reported that there was a type iii endoleak (sub-type is unknown) on the left iliac artery. The endoleak was resolved with the implantation of two additional iliac limb extensions. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (mild tortuosity and stenosis of the iliac arteries). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (mild tortuosity and stenosis of the iliac arteries).

Event description:
Films were received and reviewed as follows: review of films pre-implant showed that the neck diameter is 17 x 19mm at the renals. There is irregular shaped thrombus within the neck and a 5cm diameter aaa. The distal aorta is small (13 x 15mm) and calcified. Angio images at implant show that the ipsilateral limb was placed on the right side. Completion angio showed a likely type IV endoleak (blush appearance) emanating from the patient's contralateral (left) side; although cannot rule out a type iii endoleak. The endoleak came from two primary locations; near the flow divider and approximately 10mm below the contra gate. A limb (approximately 80mm length) was then placed within the contralateral limb and across the gate. Post-implant angios cines were not provided; therefore confirmation that the endoleak had resolved could not be concluded. Final angio showed no obvious stent graft issues.

Manufacturer narrative:
Method: (film).